Event description:
During an orif procedure, surgeon was drilling with the drill bit with depth mark and the bit broke. The upper portion of the bit was retrieved and discarded. The lower portion remains implanted in patients bone. Surgeon used another drill bit to complete the procedure with no further problems. No further information is available.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.